Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure this right ventricular (rv) lead exhibited helix extension/retraction issues. It also exhibited high out of range pacing impedance measurements. Physician then decided to replace this lead during the same surgery. No adverse patient effects were reported.